Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system 18 g x 1.16 there was leakage from the septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Nurse found leakage from septum side after punctured. No blood exposure to mucous membranes. Samples were sent to the quality engineer for testing on the reported failure mode. The samples were evaluated and the it was found that no double hole was on the septum of defect. The double hole may be lead by sample leakage. 45 psi leak test was conducted and no leaked was found at the end of the plug. The samples were found to be within specification of the product. Bd was not able to duplicate or confirm the reported failure mode. The production record was reviewed and no non-conformance was noted during the manufacturing of this lot related to complaint issue. No CAPA necessary.